Manufacturer narrative:
(B)(4). The patient underwent mesh implantation concurrently with bilateral tubal ligation, dilation and curettage, thermal balloon ablation to treat stress urinary incontinence. It was reported that after implantation the patient experienced dyspareunia, urinary/bowel problems, inability to lift/bend, vaginal inflammation, discharge and bloating. It was reported that patient underwent mesh removal on (B)(6) 2012 due to pain, infection, mesh extrusion/erosion and recurrence of stress urinary incontinence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent tension-free vaginal taping and retropubic sling placement using the advantage fit on (B)(6) 2014 due to stress urinary incontinence, failed previous mini sling, exposure from previous mini slings, intrinsic sphincter deficiency, incontinence, and exposure of mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, atrophic vaginitis and urinary tract infection. (B)(4).